Manufacturer narrative:
It was reported to abbott that the patient had high impedance on lead contacts 1-8. Rep was able to get some coverage using contacts 9-16, but it was sub-optimal. Rep updated on (B)(6) 2019 reporting one 3186 lead was replaced on (B)(6) 2019 due to the lead migrating. No products will be returning. Therapy was confirmed post-op. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 3006705815-2019-03429. It was reported that on (B)(6) 2019 the patient had their lead replaced . Effective stimulation was established post op. Note: as it is unknown which lead was replaced, both leads are being reported.